Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The gastrointestinal videoscope exhibited foreign material on the distal cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional device evaluation results and the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material at the tip of the device. Another potential adverse event was also discovered; after cleaning the device, black liquid came out from the tip. The type of foreign material or root cause could not be determined. It was also confirmed that the start of pre-cleaning may have been delayed and that the endoscope may have not been soaked in the cleaning solution by the customer. The event can be detected/prevented by following the instructions for use which state: chapter 5, paragraph 5 manual cleaning of endoscopes and cleaning of outer surfaces. Chapter 8 storage and disposal olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. No physical damage was found where the foreign material remained. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The event can be detected and prevented by following the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.